Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the camera cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 3rd april, 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the camera cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee and subject matter expert indicated that issue was related to the sterilizable handle and was found by staff during room check. According to the user manual, during procedures, the sterile team must handle the device using the sterilizable handles. Based on additional input it was possible to determine that the issue investigated herein is not safety and risk related, as there was no risk related to the lack of a handle during use, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
Intial reporter was biomedical engineer. The correction of b5 describe event and problem and h6 medical device ¿ problem code deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 3rd april, 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the camera cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 3rd april, 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the camera cover was missing. There was no injury reported, however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee and subject matter expert indicated that issue was related to the sterilizable handle and was found by staff during room check. According to the user manual, during procedures, the sterile team must handle the device using the sterilizable handles. Based on additional input it was possible to determine that the issue investigated herein is not safety and risk related, as there was no risk related to the lack of a handle during use, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous h6 medical device ¿ problem code: mechanical problem/detachment of device or device component//2907. Corrected h6 medical device ¿ problem code: no apparent adverse event///3189. Initially provided information was pointing to cover missing. The issue is considered as safety related as any parts falling off into sterile field or during procedure may cause contamination. According to additional clarification provided by the getinge technician and subject matter expert, the initial information was incorrect. It was determined that the issue investigated herein is not safety and risk related as it concerned the sterilizable handle and was found by staff during room check. According to the user manual, during procedures, the sterile team must handle the device using the sterilizable handles, so there was no risk related to the lack of a handle during use, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. It was established that when the event occurred, the device was up to the manufacturer specification and was not being used for patient treatment or diagnosis. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.